Event description:
It was reported that the user experienced loss of continuous glucose monitoring with a dexcom g7 and the ilet displayed a prompt to connect cgm or enter blood glucose, with a dosing pause countdown, after which the user transitioned to bg run mode and entered a fingerstick blood glucose of 238 mg/dl per instructions. Symptoms included hyperglycemia. Outcomes included continued insulin dosing via bg run mode with user-entered blood glucose values and no hospitalization. Investigation included complaint handling and user education on bg run mode operation and manual bg entry. Investigation of this case revealed that the system functioned as designed in bg run mode when cgm data were unavailable and dosing continued based on manual entries. It was concluded that the event was attributable to loss of cgm data with appropriate system behavior and user guidance provided.